Event description:
A report was received that the patient was experiencing irritation at the ipg site. The patient underwent a revision procedure wherein the ipg was relocated. Device malfunction was not suspected. Patient was doing well postoperatively.